Event description:
Reportable based on device analysis completed on 22-jun-2026. It was reported that balloon failure to inflate occurred. The 98% stenosed target lesion was located in the severely tortuous and severely calcified circumflex branch. A 10mmx2.50mm wolverine coronary cutting balloon catheter was advanced for dilatation; however, it could not inflate and could not expand normally when the pressure pump was connected. The device was removed and tested outside the patient, which revealed that the balloon was leaking gas from the tip of the device without a visible pinhole. The procedure was completed with another of same device. No patient complications were reported, and patient was stable post-procedure. However, returned device analysis revealed a pinhole in the balloon.

Manufacturer narrative:
(B)(6). Investigation results: device analysis findings: wolverine cb mr, ous 10mmx2.50mm, catheter was returned for analysis. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. Visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a kink at the site of the port exchange. A leakage test was performed with an encore inflation device at 12 atmospheres; however, it was observed that a leak was occurring. Microscopic examination of the balloon material identified a pinhole proximal to the distal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a conclusion code of adverse event related to patient condition. This code was selected as the most probable complaint cause based on the information available. It possible the box damage occurred during transportation. However, based on the complaint information available and condition of the returned device, it is likely that the damage to the balloon occurred due to interaction between this device and the anatomy present in the vessel being treated (98% stenosis, severe calcification and severe tortuosity). Product analysis also identified multiple kinks along the length of the hypotube and another kink at the site of the port exchange. The unreported kinks noted during device analysis most likely occurred as a result of unintended interaction between the user and the device, at which stage of the procedure it occurred (during procedure/handling post procedure) cannot be established.;